Event description:
The lay user/pt contacted lifescan alleging the meter has an hour glass on the display. The csr documented that the issue was no resolved with troubleshooting. There were no allegations of harm or injury.